Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, during the procedure, the sphincterotome was advanced down the endoscope inside of the patient. However, the device failed to bow due to a bend in the cutting wire. The procedure was completed with a second hydratome rx sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, during the procedure, the sphincterotome was advanced down the endoscope inside of the patient. However, the device failed to bow due to a bend in the cutting wire. The procedure was completed with a second hydratome rx sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A visual examination of the returned device found that the working length/distal tip was twisted and the exposed cutting wire was bent. The cutting wire was bent approximately 8 mm from the proximal pierce hole. A functional evaluation found that the device met the minimum bowing specification; however, the wire did not bow in plane (misaligned) due to the bent wire and twisted tip. The outer diameter (od) of the exposed cutting wire was measured and found to be within specification. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch number. The investigation concluded that the twisted working length/distal tip and the bent exposed cutting wire were likely due to customer usage during the procedure. Therefore, the most probable root cause classification is operational context.

Manufacturer narrative:
(B)(4) for the reported event of cutting wire bent. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.